Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens on (B)(6) 2015 and excessive vault and refractive surprise was noted. The lens remains implanted.

Manufacturer narrative:
(B)(4). (Other): lens not returned. Evaluation codes: method (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions -(no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).